Event description:
Same case as: 2134265-2014-01484 and 2134265-2014-01517. It was reported that the motor drive unit will not pullback. During an unspecified procedure, a motor drive unit was used in conjunction with an icross imaging catheter to visualize a lesion. It was noted that the motor drive unit was able to pullback correctly on the first run but would not pullback on the second run. Manual pullback was attempted once and was successfully done. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18yrs or older. Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).